Manufacturer narrative:
The clinical complaint history for this product line was reviewed for other reports of implant fracture. Since 2008, other reports of implant fracture have been received by 3m espe. No pattern or trend of increasing complaints of this type was identified and cases where surgical intervention is required to remove a broken implant are isolated.

Event description:
During placement of a 3m espe mdi implant (mob-15) into a maxilla, the head of the implant broke off in the ratchet wrench. The dentist used a trephine drill to remove the remaining portion of the implant. The patient is reported as fine following the removal and subsequently has had another implant placed. From the information provided, it appears as though the 3m espe surgical technique was being followed.